Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient. A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or the procedure that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for over three years. The capsules will be returned for evaluation. No other known adverse events were reported.